Event description:
It was reported that the chemical solution leaked from around the actual product during administration. Additional information: could you please confirm the lot number? Unknown. Was the problem discovered during priming or infusion? If during infusion, how long after the start of infusion did it occur? Infusion in progress. Was there any harm to the patient? No. Was there an under-infusion? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.